Event description:
On (B)(6) 2016, a reporter for the patient (sales representative) contacted lifescan (lfs) (B)(4) alleging that the patients onetouch verio iq meter displayed an inaccurately high result compared to how he was feeling and to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that on (B)(6) 2016 around 8:30pm the patient was feeling weak and had no energy. Approximately 5 minutes later the patient obtained an alleged inaccurately high blood glucose result of ¿240mg/dl¿ on the subject meter compared to how he was feeling. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient decided to go to the emergency room (ER) where a test with a laboratory device was carried out and the result was 58 mg/dl. The time elapsed between the meter testing and the laboratory testing was greater than 30 minutes. The reported time difference of greater than 30 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The reporter detailed that the patient received a glucose IV from an hcp and he felt better immediately. The reporter stated that the patient manages his diabetes with insulin-no adjustments, including ¿10 units of humalog insulin 3 times per day before meal and 30 units lantus insulin before going to bed at night¿. During troubleshooting, the csr established that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. However, the csr confirmed that the patient¿s test strips had been stored incorrectly, all test strips were removed from the original vial and placed in another older vial. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because, the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Although the alleged symptoms occurred prior to obtaining the result on the subject meter, it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior to the onset of these symptoms.